Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt something different on her stimulator. The patient said that the signal is getting weaker. No further complications were reported. Additional information received from a consumer (con). It was reported that the patient noticed the changes in late summer and early fall 2018. The patient would usually charge the battery weekly, but noticed that the charging time had become shorter. Also, over the past year and a half, they had lost approximately 40 pounds and they had been taking a water aerobics class which increased their activity level in the summer of 2018. It was noted that they had kept the same settings for years and hadn't made any changes to the settings. At the time of the report, it still felt weak but there wasn't too much effect on their overall functions. However, they were experiencing an increase in arm fatigue at the end of the day. Additional information was received from the patient. They stated that they don't feel stimulation like they used to. The patient also mentioned that they were having more breakthrough pain. They noted that they had not seen a rep in a long time. They described that how they perceived their pain was that it felt heavy and made them tired. The patient had not changed their therapy settings in a long time. The patient did not have their external equipment with them. They stated that they had lost 50 pounds and the battery felt like it was flopping around and was loose. The patient mentioned that they had also been exercising more. They were referred to their hcp to address the loose ins site, therapy optimization, and to address the patient's pain. No further complications were reported.